Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. Low impedance and high capture threshold were also noted. The lead was replaced.

Manufacturer narrative:
The reported noise could not be confirmed in the laboratory due to a partial lead return. Insulation of the returned portion was cut at 4.3 cm from the connector pin. Coil cables and insulations were cut at 12.1 cm from the connector pin. The damage found is consistent with that occurring at the time of explant. The returned lead portion exhibited normal electrical characteristics. Without return of the entire lead, a complete evaluation cannot be performed.